Event description:
It was reported bd pegasus¿ safety closed IV catheter system had an issue with leakage. The following information was provided by the initial reporter, translated from chinese: "in urology, blood leaks from the septum during the needle was withdrawing".

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for the provided lot number. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted has been reviewed by our team of quality engineers. They subjected the device to both function testing and microscopic inspection, but were unable to detect any abnormalities in its performance. The surface of the septum was free of any observable damage and leakage testing was not able to identify any signs of rupture. Based on these observations the root cause for this event could not be determined at this time. Bd will continue to track and trend for this issue.